Manufacturer narrative:
The device was returned still in its box. Software analysis revealed that the subject ICD behaved as expected and it can be implanted. No analysis of the returned product was deemed necessary. It will be recycled and sent back to the field. (B)(4).

Event description:
Reportedly, during an implantation procedure on (B)(6) 2017, the subject device was interrogated with a programmer while it was still in its box. When the operator was about to input the patient information on the programmer screen, the following issues were noticed: the input fields for atrial lead information were not displayed while those for rv and lv leads were shown. A checkbox for sonr was displayed on the left side of the input fields for rv lead. The model and serial numbers of the platinium dr1540 were not displayed. Because of the above issues, the programming session was ended and the ICD was interrogated again using the programmer. On this second interrogation, the usual patient screen was displayed. Nevertheless, the use of the subject device was discontinued and the device was returned for analysis.

Event description:
Reportedly, during an implantation procedure on (B)(6) 2017, the subject device was interrogated with a programmer while it was still in its box. When the operator was about to input the patient information on the programmer screen, the following issues were noticed: the input fields for atrial lead information were not displayed while those for rv and lv leads were shown. A checkbox for sonr was displayed on the left side of the input fields for rv lead. The model and serial numbers of the platinum dr1540 were not displayed. Because of the above issues, the programming session was ended and the ICD was interrogated again using the programmer. On this second interrogation, the usual patient screen was displayed. Nevertheless, the use of the subject device was discontinued and the device was returned for analysis.